Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) initially called to install a printer for the central nurse's station (cns) but immediately stated they would call back as they were dealing with a cns that was beeping 3 times and then shut down. Nihon kohden qa emailed to ask the customer if the issue was on the same cns that was having the printer install on or if it was for another central nurse's station (cns); and if the issue was resolved. They stated both the printer install and the issue with the cns that shut down was resolved and that they had a duplicate ip address that was causing the issue. The customer did not provide additional device information, so it is unclear whether this was on the same cns model and serial number as the cns with the printer install. No patient harm or injury was reported. Investigation summary: it is unclear if both issues occurred on the same cns. On a follow-up with the customer, they indicated that both issues have been resolved and it was due to a duplicate ip address. A review of the history of the serial number identified no further reports of the issue. Based on the available information, the most probable cause of the issue is a duplicate ip address (use error). A duplicate ip address may cause conflicts on the network of the device and may cause issues with the communication between devices. As the issue occurred with the introduction of a new printer, it is possible that the printer's ip address was configured to the same as ip address of the nk devices.

Event description:
The biomedical engineer (bme) initially called to install a printer for the central nurse's station (cns) but immediately stated they would call back as they were dealing with a cns that was beeping 3 times and then shut down. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) initially called to install a printer for the central nurse's station (cns) but immediately stated that they would call back as they are dealing with a cns that was beeping 3 times and shut down. Nihon kohden qa emailed to ask the customer if the issue was on the same cns that was having the printer install on or if it was for another central nurse's station (cns); and if the issue was resolved. They stated both the printer install and the issue with the cns that shut down was resolved and that they had a duplicate ip address that was causing the issue. The customer did not provide additional device information, so it is unclear whether this was on the same cns model and serial number as cns with the printer install. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) initially called to install a printer for the central nurse's station (cns) but immediately stated that they would call back as they are dealing with a cns that was beeping 3 times and shut down. Nihon kohden qa emailed to ask the customer if the issue was on the same cns that was having the printer install on or if it was for another central nurse's station (cns); and if the issue was resolved. They stated both the printer install and the issue with the cns that shut down was resolved and that they had a duplicate ip address that was causing the issue. The customer did not provide additional device information, so it is unclear whether this was on the same cns model and serial number as cns with the printer install. No patient harm was reported.